Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported an "error message" on the recharger and programmer that it cannot connect to the ins - the screen was verified to be "reposition antenna" screen on the insr and "poor communication" on the programmer since a week ago. Patient has not been able to connect to charge her ins in a week. No symptoms and no further complications were reported.